Event description:
It was reported that during a procedure, there were several images saved to the 9900 system. After the case, the image directory key was depressed and would not work. The system was re-booted and the images were not available. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system hard drive was replaced and the current software version reloaded. The system was tested and found to be working as intended and put back into service.